Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant, the left ventricular (lv) lead was found to be dislodged and exhibited pacing failure. The cardiac resynchronization therapy defibrillator (crt-d) device had also moved downward five centimeters. The lv lead was repositioned and the crt-d was sutured deeper into the tissue and was stable. No patient complications have been reported as a result of this event.